Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the wall adapter into a known working outlet and wait at least 30 minutes, which successfully resolved the issue as the pump began charging, requiring no further assistance.